Event description:
It was reported that a system error 322 occurred while delivering medication to a pt (medication, programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma's engineering investigation found that the lower aux flex assembly was creased incorrectly during assembly. This created an intermittent connection which resulted in the system error 322. System error 322 will occur when the pump transitions from the door open to the door closed/set-loaded state and the lower link switch does not active. At this time, the date of event is unk.